Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the all tests related to the transmission of movement and power failed. It was further noted that the gear was seized, jammed and heaving moving. It was determined that the ball bearings and entire gears were blocked by residues. It was observed that all seals were in the correct mounting position but were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was observed that the quick coupling device had no power from the handpiece device. It was further reported that all other attachments worked fine with the same handpiece device. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. There was no patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly